Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a survey, an unspecified healthcare worker responded ¿6-15% of patients developed wound complications¿ wherein dermaclose was utilized for an unspecified reason. Additionally, the respondent stated, ¿wounds from prongs of device around margins of wound, shearing of skin in those patients with thin skin¿. The events occurred on unknown dates between the time of surgical application to sixty days post operatively. This event likely required medical intervention in order to preclude permanent impairment. The respondent answered anonymously; therefore, follow up information was not able to be obtained. No further information was available at the time of this report.